Manufacturer narrative:
510k: this report is for an unk - nails: expert tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a tibial plating for a nonunion. The original implantation date was on (B)(6) 2019 due to closed tibial fracture. The procedure and patient outcome were unknown. No further information is available. This complaint involves unknown number of devices. This report involves one (1) unk - nails: expert tibial. This is report 1 of 3 for (B)(4).